Event description:
The affiliate reported the customer alleged four employees experienced symptoms while working in the vicinity of the sterrad100s sterilizer. This report is for the third employee (lc) who reported itchy, watering left eye which became swollen when the employee rubbed it. He also experienced blurred vision following rubbing his eye. No medical advice sought to date. The stinging lasted 24 hours. The blurred vision is ongoing.

Manufacturer narrative:
(B) (4) - human reaction. The field service engineer visited the hospital. He was told there was a strong smell and the staff experienced itching skin. The oil mist filter and converter were replaced. The fse ran the vacuum motor and found no odor. The customer ran a test cycle and the sterrad met manufacturer's specifications. This is one of four 3500a reports being submitted. Please reference manufacturer report number: 2084725-2009-00483, -00484, -00486.